Event description:
It was reported that, pt experienced extreme pain, swelling, poor healing of the incision and then infection that led to the revision. He was calling to report that he had problems with this hip and had it replaced.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.